Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed. Test strips were used to confirm the machine alarmed. Estimated blood loss was 300cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.